Manufacturer narrative:
The device was repaired on site by replacement of the power supply. The concerned power supply was returned for investigation. The investigation showed that the power supply failed due to an overheated transistor. The concerned transistor is part of the first stage of the power supply and exposed to voltage peaks or other disturbances of mains supply. The components are ul-listed and self-extinguishing. Therefore risk of fire is marginal. The failure rate of the component is not conspicuous. The power supply was in use for 15 years. The ventilator behaved as specified for a power supply failure, generated alarm via the buzzer, which is independent from the mains supply, and opened the breathing system to allow spontaneous breathing of the patient. Remark: after submission ob the initial report it was noticed that the submitted descriptions were incomplete, therefore this follow up report has been sent.

Event description:
The customer reported that while the ventilator in the ICU was connected to a patient, a pop sound was heard, the screen went blank and the ventilator shut down. A nurse was in the room when the ventilator shut off. The nurse immediately started to manually bag the patient within 2 breathes. The nurse could not recall if the ventilator audibly alarmed or not when the ventilator shut down.

Manufacturer narrative:
The device was repaired on site by replacement of the power supply. The concerned power supply was returned for investigation. The investigation showed that the power supply failed due to an overheated transistor. The concerned transistor is part of the...

Event description:
The customer reported that while the ventilator in the ICU was connected to a patient, a pop sound was heard, the screen went blank and the ventilator shut down. A nurse was in the room when the ventilator shut off. The nurse immediately started to manual...